Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no patient involvement, as the pump was being used for demonstration purposes only. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.